Event description:
A customer reported to baxter (B)(4) a vented pacilitaxel set with clearlink which was leaking above the 0.22 micron filter. The process step is during use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the assignable cause could not be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.